Event description:
Additional information received reported everything was functioning perfectly fine. The reporter checked the patient¿s implants and programmer on the day of the report and there were no issues.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37651, serial# (B)(4), product type: recharger; product ID 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37651, serial# (B)(4), product type: recharger; product ID 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported they were unable to adjust stimulation. It was noted the patient programmer would not work and they could not turn their stimulation on. It was stated the patient used the antenna. It was noted the patient¿s implantable neurostimulators (ins) were off due to an unrelated surgery within the past week prior to report and therefore the ins¿ were turned off. It was noted the patient was able to get their left ins on but not their right ins. It was stated the patient had a return of anxiety, they were less motivated, and they felt very sad. It was stated the patient had the issues with the patient programmer for the past week prior to report. It was noted they were only able to get a ¿no telemetry¿ message on the patient programmer. It was stated they could tell their right ins was off because they had a return of symptoms such as depression and anxiety. It was noted they were able to turn the right ins on after multiple attempts with the antenna plugged in. It was stated they were able to get benefit fairly soon after the issue was resolved and they had felt some relief from their anxiety and sadness. It was stated the stimulation had turned off. It was noted since the implant, the right ins would be off when they would wake up in the morning and they would have some return of symptoms. It was stated when they would check their right ins in the morning, it would be off and the charge level would be low and they would need to charge in order to get their therapy back. It was noted the patient felt better and they were able to actively charge and they felt safe that their symptoms had gotten better.